Event description:
It was reported that approximately two years after initial bilateral partial knee replacements the patient presented with pain and stiffness in bilateral knees, right greater than left. Bone scans and xrays revealed right knee radiolucency under the tibial baseplate concerning for loosening. A revision to right total knee replacement was discussed with the patient, but none has been scheduled at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: associated devices: item reference:(B)(4), item name: oxf anat brg rt md size 5 PMA, item lot:056400. Item reference:(B)(4), item name: oxf twin-peg cmntd fem md PMA, item lot:176040. Item reference:(B)(4), item name: oxf uni tib tray sz d rm PMA, item lot:345720. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a radiologist. The earlier images demonstrate bilateral medial unicompartmental arthroplasties with anatomic alignment subsequent images 19 months post implantation demonstrate new radiolucency at the medial margin of the right knee tibial implant bone-metal interface consistent with osteolysis and early implant loosening. Overall alignment is maintained. The left knee appears unchanged. Surgical notes were provided to the product surveillance team and reviewed by a health care professional. Review of the available records identified that the patient suffered of osteoarthrosis, asthma, otitis externa, panic attacks, anxiety, hypertension, depression, lumbosacral stenosis, myelopathy, sciatica, neuritis, lumbar sprain, degenerative disc disease, morbid obesity. However, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.